Event description:
The customer called stating that their meter was missing some numbers in the display. During the troubleshooting process it was determined that most of the segments were missing from the tens and units positions. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.